Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had fluid remaining when infusion complete was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had remaining medication in the IV bag after completion of infusion. Infusion nurse mentioned that they had to administer some infusions as a secondary. Hence, they set the rate and time for the infusion and when the infusion should be completed, half of the IV is remaining in the IV bag and confirmed that ¿run¿ the infusion again to administer the remaining medication. It was also stated that the infusions are setup correctly and sometimes they are even using two or three hangers to lower the primary infusion container. There was patient involvement, but impact was unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had remaining medication in the IV bag after completion of infusion. Infusion nurse mentioned that they had to administer some infusions as a secondary. Hence, they set the rate and time for the infusion and when the infusion should be completed, half of the IV is remaining in the IV bag and confirmed that ¿run¿ the infusion again to administer the remaining medication. It was also stated that the infusions are setup correctly and sometimes they are even using two or three hangers to lower the primary infusion container. There was patient involvement, but impact was unknown.